Event description:
During a left total hip arthroscopy, a piece of one of the titanium screws used for the procedure broke after insertion. The broken piece (head of the screw) was removed from the surgical field and sequestered with the materials supervisor along with the manufacturer's packaging. The body of the screw remained intact and hip fixation was established. The surgeon felt that the hip socket was stable and did not elect to place any further screws. There was no harm to the patient.